Event description:
Device failed to release after firing staples. The doctor used the reverse button on stapler and it failed to retract the blade and open. He used the manual override and was able to retract the blade and open the stapler. The stapler was taken out of service and sent for evaluation. The cleaned stapler reload was sent with the stapler.